Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient experienced a severe fall and subsequently had a lack of voice alteration during vns stimulation on-times. A lead fracture or malfunction was suspected. There was no change in the patient¿s seizure activity. X-rays were taken and no lead breaks observed and the lead pin appeared fully inserted into the generator. It was noted that the tie-downs had an abnormal placement near the clavicle. As the patient did not have a large neck incision scar indicating placement of the tie-downs on the clavicle, the lead may have been pulled downwards at some point which may have caused a microfracture.

Event description:
Additional information was received stating that the vns patient was doing well. The patient¿s device was tested twice and diagnostic results showed lead impedance within normal limits.